Manufacturer narrative:
Evaluation of the first returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed that the friction lock was wrinkled, and the pusher assembly had bends and kinks along its length. The wrinkled friction lock was likely a result of forceful gripping of the friction lock during manipulation against resistance. The pusher assembly kinks were likely incidental to the reported complaint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through the introducer sheath with resistance due to pusher assembly kinks. Evaluation of the second returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. The smart coil was then advanced through the introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00714.

Event description:
The patient was undergoing a coil embolization procedure in the basilar tip using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed three coils into the aneurysm using the microcatheter. Next, the hospital technologist attempted to advance a smart coil out of its introducer sheath; however, the smart coil would not advance at all within its introducer sheath. Subsequently, the physician flushed the introducer sheath and attempted to re-advance the smart coil within its introducer sheath but was unsuccessful. Therefore, the smart coil was removed. The physician then successfully placed a new smart coil into the aneurysm using the microcatheter. Afterwards, the physician attempted to advance another smart coil within its introducer sheath; however, the same issue occurred. The smart coil would not advance within its introducer sheath. It was reported that the introducer sheath of the smart coil was stuck on its pusher assembly. Therefore, the smart coil was removed. The procedure was completed using two additional smart coils. There was no report of an adverse effect to the patient.